Event description:
The customer was hospitalized for low blood glucse. It was indicated the customer's kidneys were not functioning properly, which caused low sugar levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.